Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated a2, b5, b7, d4, d6, h6, and h6: health effect - clinical code. The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 ultra valve, implanted in the aortic position for 2 years and 11 months, underwent a valve in valve procedure due to stenosis. The patient was symptomatic with unknown symptoms. A 20mm edwards sapien 3 ultra resilia valve was implanted successfully. The patient's final outcome was noted as discharged. Per the medical records, the patient was admitted multiple times for severe heart failure and atrial fibrillation. The patient was deemed a non-surgical candidate due to comorbidities, frailty, and underwent a valve in valve procedure.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 ultra valve, implanted in the aortic position for approximately 3 years and 9 months, underwent a valve in valve procedure due to stenosis. A 20mm edwards sapien 3 ultra resilia valve was implanted successfully.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device , engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint of valve stenosis was confirmed based on the medical record. Available information suggests patient factors , atherosclerosis (chronic kidney disease stage 3, diabetes mellitus) likely contributed to the event as noted in the medical record. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.